Manufacturer narrative:
Evaluation: method: medical review. Results: medical review - review of this file indicates that the icl was causing glare and rotating inside the eye because it was too short. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement. This is usually secondary to a mismatch between white to white and the sulcus diameter. Staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to being too small, the lens rotated in the eye, causing glare. The patient also experienced double vision. The icl was exchanged for a longer lens.

Manufacturer narrative:
(B)(4). Evaluation method - lens work order search results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens was unable to be evaluated due to dried surgical residue on the lens surface. Conclusions - no conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).